Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that there was a tiny hole in the catheter just below where the y connector is on the catheter side. It was noticed because the patient was having some radioactive material leaking out of the catheter.

Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. There was no complaint device returned for investigation. Therefore, no physical assessment could be conducted. Catheter leak could be due to several reasons. However, in the absence of the returned sample, further investigation could not be conducted , and the actual root cause of this phenomenon could not be determined. Therefore, this complaint could not be confirmed.

Event description:
It was reported that there was a tiny hole in the catheter just below where the y connector is on the catheter side. It was noticed because the patient was having some radioactive material leaking out of the catheter.